Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room (ER). The physician called for review of device data. Technical services (ts) reviewed the stored ventricular fibrillation (vf) episode, and they were not able to determine atrial arrhythmias and due to being a single chamber device the patient may have received inappropriate therapy. Upon further review the patient received possible inappropriate anti-tachycardia pacing (atp) and electric shocks in which therapy was exhausted. Ts recommended further evaluation. At this time, the device remains in service. No additional adverse patient effects were reported.